Event description:
Upon reassessment of the reported event, the cup was determined to be not reportable and did not contribute to the reported event. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
Upon reassessment of the reported event, the cup was determined to be not reportable and did not contribute to the reported event. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
(B)(4). Dob unknown day/month in (B)(6). Concomitant products: cat#650-0836 delta cer fm hd 036/-4mm 12/14 lot#unk. Report source: foreign: (B)(6). The device will not be returned for analysis, due to location of device is unknown; however, an investigation of the reported event is in progress. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2022 - 00302 , 0001825034 - 2022 - 00303.

Event description:
It was reported a patient underwent initial right hip arthroplasty. Subsequently, the patient was revised due to infection approximately fifteen (15) days later. Attempts have been made and additional information on the reported event is unavailable at this time.